Event description:
In 2008, it was reported to boston scientific corporation, that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure the previous month (age and weight unknown). According to the complainant, approximately 20 minutes into the procedure, the pressure dropped on the dilatation balloon. When the catheter was removed, the balloon had "popped." The procedure was completed with another of the same device. The patient's condition was reported as "fine."

Manufacturer narrative:
The suspect device, a prolieve thermodilitation kit (catheter)was returned and was visually inspected and no apparent physical damage or imperfections were observed. During functionality testing of the catheter a pin hole leak was found in both the anchoring and compression balloons. The reported complaint was confirmed.